Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited a shorted lead condition error message upon interrogation following a delivered shock. The fault was able to be reset and a subsequent shock lead impedance test was normal at 39 ohms. Previous impedances had been around 40-42 ohms. The shock impedance measured with the delivered shock was <20 ohms. A non-invasive programmed stimulation (nips) was performed and the shorted condition was duplicated. The device and lead were explanted, replaced and returned to guidant for analysis.,